Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient had a transient ischemic attack on 2012 (B)(6). No other patient information was provided at that time. Additional information was received that reported that the patient had received good therapeutic benefit until 2013 (B)(6) and experienced intermittent transient ischemic attacks (tia) since then. The patient's wife noted that emergency medical technicians (emts) had come to their house three times and the patient had been taken to the hospital twice. The patient had undergone CT scans and x-rays, but they "can't do anything else because of the deep brain stimulation." The patient became dizzy and fell on 2013 (B)(6) due to tia, resulting in a cut nose. The patient was taken to the emergency room at that time. The patient was also dizzy on 2013 (B)(6). On 2013 (B)(6), the patient had a tia and went to the ER. The patient experienced dizziness again on 2013 (B)(6) and fell on 2013 (B)(6). On 2013 (B)(6), the patient experienced more dizziness and on 2013 (B)(6), the patient was dizzy and fell. More dizziness occurred on 2013 (B)(6) the caller stated, the patient has also been experiencing episodes where he is "very stoic" and can't hear her yelling at him and stands in a frozen state. It was also noted, the patient went into the fetal position during one of these episodes on 2013 (B)(6). The caller also reported that the last time the patient had seen his neurologist was in (B)(6) 2012. The patient was supposed to see him again this month but is unable to make the six hour drive due to frequent urination and the "stoic" episodes. The patient goes into the stoic episodes after riding in a car for a short period of time. It was noted that the episodes usually happen when the patient stands up. It was also noted that during the patient's last CT scan, a small blockage was found on the left side, but no action was taken. Additional information was requested but was not available at the time of this report. See also manufacturer's report 3004209178-2013-07713.

Manufacturer narrative:
Product ID: 7426 lot# serial# (B)(4), implanted: 2007 (B)(6), product type implantable neurostimulator product ID: 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 3389s-40 lot# v013742, implanted: 2006 (B)(6), product type lead product ID: 3389s-40 lot# v055967, implanted: 2007 (B)(6), product type lead product ID: 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 7426 lot# serial# (B)(4), implanted: 2007 (B)(6), product type implantable neurostimulator. (B)(4).